Manufacturer narrative:
Concomitant medical products: product ID: 09036 (2.75mm), serial# unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 09036, serial/lot #: unknown. Health professional: phone number: (B)(6). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that after a successful trial phase, the patient was implanted with an ins. After placement of the ins, high impedances were measured. There were no external contributing factors. The decision was made to close and replace the lead the next day, which required an extra surgical procedure. Impedances were good after the lead replacement. The patient was alive with no injury. No further complications were reported or anticipated.